Event description:
The patient reports noticing a growth/mass at catheter site in 2005. Also reports catheter was moved around several times and also replaced. The mass was removed in 2006 and follow-up surgery was done due to leak 10 days later. Patient also reports numbness from legs down.